Manufacturer narrative:
Pump received with no response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify the watchdog timeout alarm, unexpected restart error alarm and blank display anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump had blank display because of unexpected restart and watchdog timeout error. Customer¿s blood glucose was unknown at time of incident. Customer also states that battery compartment threading was broken. Customer performed self test which was failed. Troubleshoot was performed but display did not return. Customer advised to monitor the pump and call back if issue occur again. Insulin pump will be return for analysis.